Event description:
Distributor reported to beckman coulter that its customer had previously reported that the rotor broke into pieces and resulted in centrifugal contents escaping the veterinary unit.

Manufacturer narrative:
Distributor reported that, the rotor was broken into pieces on their customer's statspin vt unit and that pieces came out of the centrifuge; and the operator in the vicinity of the unit was hurt in his right ear and was experiencing temporary hearing loss and had to go to emergency room. According to the customer, the operator was medicated with antipyrine benzocaine ear drops. According to the distributor, its customer elected not to return the unit for further eval.